Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt message) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittent solder connection on the tab of connect j2 inside the front therapy electrode. The root cause for the intermittent solder connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the intermittent solder connection. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving frequent adjust belt or check belt messages. The pt was issued a replacement electrode belt.